Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device fired an incomplete staple line. Surgeon hand sutured to complete the case. There was no further consequence to the pt.